Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv3533 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was resistance threading it around the axillary and subclavian area and the wire seemed like it was flipping. The employee took out the wire completely from the catheter and noticed it was not fully intact. A new kit was opened and the wire was inserted through the catheter with no issues. 1/28/2019-additional information received stated, "difficulty threading the PICC and noticed wire was not fully intact. Replaced with new sterile PICC and it threading okay per procedure notes."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is not confirmed; however, a kink was present in the polyimide tubing. One 3cg stylet with t-lock assembly was returned for investigation. The stylet was observed to be intact; however, a kink in the polyimide tubing was present 2.6 cm from the distal end. Microscopic observation revealed no fractures in the tubing. No additional kinks in the tubing were present. Based on the condition of the returned sample, possible contributing factors include advancement against resistance and damage during handling. The exact source and cause of the force leading to the kinking of the stylet could not be determined; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) of redv3533 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was resistance threading it around the axillary and subclavian area and the wire seemed like it was flipping. The employee took out the wire completely from the catheter and noticed it was not fully intact. A new kit was opened and the wire was inserted through the catheter with no issues. (B)(6) 2019, additional information received stated, "difficulty threading the PICC and noticed wire was not fully intact. Replaced with new sterile PICC and it threading okay per procedure notes."